Event description:
Medtronic 770g insulin pump that is under warranty malfunctioned due to a poorly designed pump clip. I asked for a replacement as it is under warranty and they wanted to give a refurbished product and refused to send a new replacement product. I don't want to use someone else's used product with exchange of bodily fluids due to risk of contracting. When I mentioned this to the medtronic associate-saul he said that my previous replacement pump was also certified when I was not even informed about being given a used product(albeit certified) due to an issue that arose from a poor pump design that caused its clip to break down. (B)(6) 2021. Reference report: mw5146605.